Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a software error detected (pump error 53) alarm. Also, the customer reported the past event of a hardware low-level failures (pump error 63) alarm, and the motor arm cannot communicate with the main arm (pump error 4) alarm. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was not performed, and the customer was able to clear the error, and the fill cannula delivery test was successful. The pump were passed the self-test. No harm requiring medical intervention was reported. No product return is required for mmt-1886.

Manufacturer narrative:
Unit passed displacement and self test. Thus software was utilized and downloaded trace/history files properly. Found multiple pump error 63 alarm pump error 4 file number: 2017, line number: 147 on 04/13/2025 14:16:19.000, 04/13/2025 14:16:51.000 and pump error 4 file number: 2017, line number: 147 on 04/13/2025 14:16:19.000 in the file history files. Pump error 63 and 4 due to hardware error. Also, pump error 53 file number: 632, line number: 5706 on 04/13/2025 14:09:11.000, 04/13/2025 14:09:27 in file history. No moisture damage on the electronics, battery tube, motor, vibrator, and keypad assembly during visual inspection. Unit p-cap / test reservoir lock in place properly. Unit had scratched case, stained keypad overlay, cracked case (battery tube). In conclusion, no pump error 53, 63, 4 alarms during testing. However, pump error 53, 63, 4 alarms in traces file history on due to hardware error electronic defective. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.